Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a high-pressure alarm. There is also an allegation of under infusion due to the fact that the infusion volume displayed by the pump after the pressure alarm is less than what should have been administered. There was no reported injury to the patient.